Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was cracked. No patient involvement or injury was reported. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the lens was cracked as the surgeon started implanting the lens. The surgeon commented that it was the first morning case and the theatre was really cold so that could have caused the lens to crack. No further information was provided. (B)(4). Device available for evaluation? Yes. Returned to manufacturer on: 06/09/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed fibers/particles and residue of viscoelastic solution on the lens, indicating that the unit was handled and prepare for surgical use. The lens was observed with a large cut and with one of the haptics detached. The detached haptic piece was not returned. No damages were observed to the other haptic. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.